Event description:
Patient received a total knee replacement in early 2021. At the time, he mentioned he was getting some anterior thigh pain. Upon further investigation, it was found that his total hip replacement performed on (B)(6) 2010: the exeter stem (05801440, lot: g2995191) had failed distally and the distal tip had broken off. This was confirmed on x-ray. The revision surgery was performed on (B)(6) 2021 in which the exeter stem was removed, and a new stem was put in with new femoral head. Right tha.

Manufacturer narrative:
An event regarding crack/fracture involving a exeter stem was reported. The event was confirmed through clinician review of the provided medical records. Method & results: -product evaluation and results: no product was returned for evaluation however a photograph was provided. The photograph shows a recently explanted stem with the head still attached. The stem is fractured. -clinician review: a review of the provided medical records by a clinical consultant stated the following comment: this event is from australia and represents a male patient, dob (B)(6) 59 whose date of implantation is listed as (B)(6) 10 and explantation (B)(6) 21. The event description states: "... Total hip replacement ... Exeter stem ... Had failed distally and the distal tip had broken off ..." (B)(6) 21 implant labels: #1 exeter v40 cemented hip stem, 32/+4 lfit v40 head, 2 units antibiotic simplex cement. Unlabelled x-rays: ap pelvis, lateral right hip: hybrid right tha, reduced, acetabular component nominal, exeter cemented stem with displaced transverse fracture at junction of mid and distal 1/3 of stem with loose proximal fragment and well fixed distal stem fragment. Undated stryker invoice for tha components used in primary surgery. Undated list of same components from what appears to be patient's chart. No clinical or pmh, no operative reports, no patient demographics, no dated serial x-rays, no examination of explanted components. The x-rays appear to confirm the event description. The loose proximal stem fragment and fixed distal fragment led to cyclic loading at the junction of the fixed and loose segments resulting in the inevitable fatigue fracture of the stem. Examination of the extracted stem and the fracture surfaces could confirm this mechanism and rule out factors associated with stem design, manufacturing or materials as having been responsible for this clinical situation. -device history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: a review of the provided medical records indicated; the x-rays appear to confirm the event description. The loose proximal stem fragment and fixed distal fragment led to cyclic loading at the junction of the fixed and loose segments resulting in the inevitable fatigue fracture of the stem. Examination of the extracted stem and the fracture surfaces could confirm this mechanism and rule out factors associated with stem design, manufacturing or materials as having been responsible for this clinical situation. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient received a total knee replacement in (B)(6) 2021. At the time, he mentioned he was getting some anterior thigh pain. Upon further investigation, it was found that his total hip replacement performed on (B)(6) 2010: the exeter stem (05801440, lot: g2995191) had failed distally and the distal tip had broken off. This was confirmed on x-ray. The revision surgery was performed on (B)(6) 2021 in which the exeter stem was removed, and a new stem was put in with new femoral head. Right tha.